Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70 serial: (B)(4). Batch: (B)(4). Brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 7079172. Brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 7079211.

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial testing period, the patient presented to the hospital with extreme pain in the area where the leads were placed. The leads and lead extensions were removed in order to perform a magnetic resonance imaging (MRI). It was discovered that the patient had a large epidural hematoma. It was noted that the patient was known to have a history of cardiac comorbidity and because of that the patient had continued his anticoagulant (ascal) during the scs permanent trial testing period. The patient fully recovered neurologically and will be implanted with a permanent spinal cord stimulation system in the future.

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial testing period, the patient presented to the hospital with extreme pain in the area where the leads were placed. The leads and lead extensions were removed in order to perform a magnetic resonance imaging (MRI). It was discovered that the patient had a large epidural hematoma. It was noted that the patient was known to have a history of cardiac comorbidity and because of that the patient had continued his anticoagulant (ascal) during the scs permanent trial testing period. The patient fully recovered neurologically and will be implanted with a permanent spinal cord stimulation system in the future.

Manufacturer narrative:
Leads sc-2218-70 serial numbers (B)(6) and (B)(6) were analyzed, passed all tests performed, and exhibited normal device characteristics. Lead extensions sc-3138-35 serial numbers (B)(6) and (B)(6): visual inspection revealed that the extension leads body were cleanly cut. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified during the product analysis. A product labeling review identified that the devices were used per the IFU / product label. Per the IFU, possible risks associated with the use of the device include procedural risks such as pain at the implant site and hematoma.